Event description:
Per the clinic, the patient underwent a skin flap rotation surgery (specific date not reported) due to skin breakdown. However, the issue did not resolve and the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, general anaesthesia was administered during the skin revision surgery and the explant surgery.